Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex enteral colonic stent was to be used to treat a malignant stricture in the colon during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous. During the procedure, after the stent was deployed about 1cm the physician could no longer pull the handle and the stent could not be reconstrained . The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a wallflex¿ colonic stent and delivery system was returned for analysis. The stent was returned partially deployed. Visual evaluation found no issue with inner shaft or stent. The stainless steel tube was bent at multiple points. Functional evaluation found the stent was successfully deployed by pulling back on the outer sheath. No other issues were identified during the product analysis. The damages noted with the device were consistent with the application of excessive force during deployment. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex enteral colonic stent was to be used to treat a malignant stricture in the colon during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous. During the procedure, after the stent was deployed about 1cm the physician could no longer pull the handle and the stent could not be reconstrained . The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.